Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleged low o2 at first contact with invacare. When unit was tested at the repair center, the alarms were found to be non-functional. The key failure documented in the irs regarding the non-functional alarm is a short circuited power switch. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.